Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's downstream occlusion (dso) seal was cracked. No patient harm was reported.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
D9 - date returned to MFR was 21-may-2026. H3 and h6 ¿ updated. One suspected device was received for evaluation. The event history log (ehl) was reviewed. No errors found in event log. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Upon visual inspection, crack was noted on the downstream occlusion (dso) seal. Replaced downstream occlusion (dso) seal. Performed downstream occlusion dso/ upstream occlusion uso sensor calibration. Validated repair through dso/uso occlusion test. Performed testing, unit passed all testing criteria.